Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two days after a 6f exoseal vascular closure device (vcd) was used for hemostasis during an endovascular treatment (evt) at the iliac artery, a thrombotic occlusion was confirmed in the superficial femoral artery (sfa), which was distal to the target lesion. Initially, there were no anomalies or malfunctions confirmed prior to and during the procedure. An ipsilateral approach was made and the plug was deployed in the access site. Hemostasis was achieved with the exoseal at the time of the procedure without any issues. The physician commented that the access site had some calcification which may have caused the plug to be deployed in the vessel. The physician also commented that the calcification might have caused the falling plug, and the falling plug might have caused the thrombosis that lead to the occlusion of the lower limb vessel. The thrombosis was removed by a non-cordis catheter along with the exoseal plug. After the thrombus and plug removal, the blood flow was confirmed to be fine. The patient recovered and is fine. The plug will not be returned for analysis because it is in the lab of the hospital.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, and h6 have been updated accordingly. Event: the procedure used a retrograde approach. The device will not be returned for evaluation because it was used for pathological analysis in the hospital. As reported, two days after a 6f exoseal vascular closure device (vcd) was used for hemostasis during an endovascular treatment (evt) at the iliac artery, a thrombotic occlusion was confirmed in the superficial femoral artery (sfa) which was distal to the target lesion. Initially, there were no anomalies or malfunctions confirmed prior to and during the procedure. An ipsilateral and retrograde approach was made and the plug was deployed in the access site. Hemostasis was achieved with the exoseal at the time of the procedure without any issues. The physician commented that the access site had some calcification which may have caused the plug to be deployed in the vessel. The physician also commented that the calcification might have caused the falling plug, and the falling plug might have caused the thrombosis that lead to the occlusion of the lower limb vessel. The thrombosis was removed by a non-cordis catheter along with the exoseal plug. After the thrombus and plug removal, the blood flow was confirmed to be fine. The patient recovered and is fine. The plug nor the device will be returned for analysis because it is in the lab of the hospital and was used for pathological analysis. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural and/or patient factors may have contributed to the reported event. According to the product instructions for use (IFU), users are cautioned to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.